Event description:
A ventilator was returned to the manufacturer for evaluation. There was no harm or injury reported. There was no evidence the device was in patient use. The device's rubber feet and front enclosure required replacement to missing and/or damage. The device was tested and failed for a positive flow verification test step. The device was recalibrated to address the issue. No components were replaced for the failed test step. The device was retested and passed all final testing.